Event description:
Olympus was informed that in the middle of an therapeutic laparoscopic colectomy procedure, the teflon pad on the grasping section melted and peeled off, with metal exposed. A second similar device was opened. It was reported that towards the end of the procedure, the teflon pad of the second device became completely burnt off the grasping section and metal was exposed. The intended procedure was completed with a third similar device with no further issues. It was stated that no device fragment fell inside the patient and there was no patient injury reported. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, but with no results. This is one of two reports.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly. Please cross reference the associated complaint MFR report# 2951238-2015-00281.

Manufacturer narrative:
This supplemental report is being submitted to update lot# to k4916 and to provide the device evaluation results. The evaluation confirmed the reported event of teflon pad damage. A visual inspection of the teflon pad found it was partially separation (detached) and melted, exposing metal. There was also evidence of char marks on the teflon pad. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique.